Event description:
A 48 hour ph probe was attempted to be placed into the pt's esophagus. It did not deploy. The clinical coordinator reports that the patient was a smoker, had reactive airway, and was restless. Also, there was a possible problem with the suction.